Event description:
It was reported that a t2 alpha retrograde nail was discovered to be broken intraoperatively during a nail revision procedure. The patient, who was reported to have been initially implanted in april, was presented to the surgeon at (B)(6) with a fracture in non-union. The surgeon decided to operate on the patient and exchange the implanted retrograde nail for a new retrograde nail. During removal of the screw in the fourth most distal hole, it was discovered that the nail was broken at the location of the hole. The nail breakage was not identified with the pre-op scans and was discovered intraoperatively.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed from the x-rays that were provided and matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Multiple x-rays were provided which were presented to our health care professional for evaluation, and a question about the most likely reason for the breakage was asked, to which the medical expert replied: ¿a t2ar was implanted 8 months ago for a periprosthetic fracture. It was a very distal fracture where the most proximal screw is just below the fracture line. The fracture did not heal, it is an atrophic non-union (hardly and callus has formed). The reason for the nail breakage in the most proximal screw hole is most probably related to the non-union. Continuous movement in this screw and/or the nail due to the very distal fracture in the proximity of the screw has most probably contributed.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that a t2 alpha retrograde nail was discovered to be broken intraoperatively during a nail revision procedure. The patient, who was reported to have been initially implanted in april, was presented to the surgeon at (B)(6) with a fracture in non-union. The surgeon decided to operate on the patient and exchange the implanted retrograde nail for a new retrograde nail. During removal of the screw in the fourth most distal hole, it was discovered that the nail was broken at the location of the hole. The nail breakage was not identified with the pre-op scans and was discovered intraoperatively.